Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse duplicated the problem reported by the customer of generator failures which locked up the system. Fse determined the cause of the problem to be a faulty x-ray tube in the monoblock which was arcing. Build-up of tungsten deposits in the tube and on the port window causes reduced radiation output resulting in the need for filament calibration. In time, this causes arcing in the tube leading to failure. The monoblock needs to be replaced. The issue has not been resolved because the customer never accepted the quote for service. Based on the age of this system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.